Event description:
Solu-medrol ivpb infused to quickly. Pump was set for 50 ml volume to infuse over 30 minutes at a rate of 100 ml/hr. Approximately 5 minutes after pump was started, pump began to beep. This nurse went into the infusion bay and found that the pump was beeping and read "air in line," and the bag was empty. Pump also read volume infused 5.23 ml, but entire 50 ml bag was empty. FDA safety report ID # (B)(4).